Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the guidewire becoming stuck inside the introducer needle was confirmed. The products returned for evaluation were a pink hub introducer needle and a guidewire with its packaging hoop. The proximal end of the guidewire was still within the packaging hoop, while the distal end had been threaded through the needle cannula, so that the distal end of the guidewire could be seen protruding out the needle bevel. The core wire on the guidewire had broken and the coil wire was elongated. The core wire had broken 1.4¿ from the distal end of the guidewire. The guidewire was elongated to an overall length of 35.6¿ with the elongated region being approximately 8.8¿ long. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. The outer diameter of the guidewire was measured in an undamaged section and was found to meet the device specifications. Microscopic examination of both the proximal and distal edges of the break showed material narrowing of the wire cross section, indicating strong tensile (pulling) forces were applied to the guidewire. When an attempt was made to feed the guidewire through the needle, the guidewire was jammed within the needle. The distal end of the guidewire was grasped by the investigator, and an attempt was made to pull the guidewire through the needle. Initially resistance was felt, but the guidewire could be dislodged by the investigator. The guidewire section that was stuck within the needle was surrounded by a large amount of residual material from the device use. The residual material appears to have been caught between the guidewire and the needle, causing the guidewire to become stuck. The investigation findings are consistent with damage caused by retraction of the guidewire back through the introducer needle. Normal advancement of the guidewire will not damage the wire. However, if the guidewire direction is reversed, biological material can be pulled into the needle, causing the wire to become jammed within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. The IFU cautions, ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ a lot history review (lhr) of redv2036 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when installing the kt, the needle of the kt got caught in the guide, preventing the kt from rising. No other information provided. (B)(6) 2021 - device returned for evaluation was found broken and unraveled.